Event description:
It was reported that a peritoneal dialysis patient passed away. The cause of death was unknown. It was not reported if the patient was hospitalized prior to passing away. It was not reported if therapy was ongoing prior to death or if an autopsy was performed. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device was not returned to baxter healthcare for further investigation and the serial number of the device is unknown, therefore, a device service history review and/or device history review were not performed. The cause is undetermined. Should additional relevant information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.